Manufacturer narrative:
An event regarding crack/fracture involving a 19mm proximal cone reamer was reported. The event was confirmed. Visual inspection of the returned reamer indicates that it is severely fractured. A device history review indicated that the specified lot was accepted into final stock with no reported discrepancies. A complaint history review indicated that there have not been any other events for the specified lot. The reported event involves the fracture of the tip of the proximal reamer during revision surgery. The broken piece was removed from the patient and the surgeon used another reamer to complete the surgery. The fracture of the reamer was caused by an overload consistent with rotation during cutting. No material or manufacturing defects were observed on the device features evaluated.

Event description:
It was reported that patient was revised on a right hip due to periprosthetic fracture. During surgery the tip of the proximal reamer was broken. The piece was taken out of the patient. Surgeon used another reamer and completed surgery without any delay.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that patient was revised on a right hip due to periprosthetic fracture. During surgery the tip of the proximal reamer was broken. The piece was taken out of the patient. Surgeon used another reamer and completed surgery without any delay.